Event description:
Sorin group received a report that a customer experienced a problem with the touch screen of the s5 roller pump. There was no pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that a customer experienced a problem with the touch screen of the s5 roller pump. There was no pt involvement. The investigation is on-going. A follow up report will be sent when the investigation is complete.